Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the serter broke and she had high blood glucose levels. The customer's blood glucose reading was 495 mg/dl. The customer also reported that she was being hospitalized for an infection, and that it was not due to diabetes. The customer's serter was replaced.